Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump touch screen was unresponsive, the wake button was delayed in responding to touch. Customer applied more force to the button to resolve the issue. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 108 mg/dl.